Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, a scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, a stained address and serial number label and a stained end cap sticker.

Event description:
It was reported that the insulin pump had a protruding drive support cap and alarmed an error. The caller stated that insulin was "squirting" out during the manual prime process. The blood glucose reading was 22.0 mmol/l. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.